Manufacturer narrative:
Result: signal coil cord.

Event description:
It was reported by service report that the foot end lift was getting stuck in different positions. No pt involvement or adverse consequences were reported.